Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix ethyl vinyl acetate (eva) total parenteral nutrition (tpn) bags were leaking from the middle port of the bag. This event was discovered after the bag was filled and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing revealed a leak from the spike port cap of the first sample. The reported condition was verified for the first sample. The cause was not determined. This issue is being further investigated. No leaks were observed from the second sample during functional testing. The reported condition was not verified for the second sample. The sample was found to operate normally with no leaks noted. The third sample was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.